Event description:
It was reported that a pt was admitted to the hosp for pneumonia. Follow up with an ent physician revealed that swollen arytenoids were closing causing obstruction, and vocal cord paralysis. The patient's device was turned off and after one week, the swelling was gone. The pt is currently on medication and doing well. There are no plans to remove her device. Good faith attempts to obtain additional info surrounding the pt's events have been unsuccessful to date.